Event description:
The customer reported the system experienced camera and boot-up issues. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ipc1000 was replaced and configured. The system was then found to be working as intended.